Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. A recent gradual increase to the 129 ohms range, and back down to 118 ohms was noted. Technical services (ts) discussed troubleshooting and programming options for optimization. No adverse patient effects were reported. The lead remains in service.